Manufacturer narrative:
(B)(4). Although the clip that experienced single leaflet device attachment could not be identified, the full unique device identifier, expiration and manufacture dates of each of the 2 implanted clips are: (B)(4), expiration date: 11/30/2015; date of manufacture: 11/2014. (B)(4), expiration date: 11/30/2015; date of manufacture: 11/2014. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported worsening mitral regurgitation (mr) appears to be a result of the slda and related to procedural conditions. The reported additional therapy/non-surgical treatment and hospitalization were a result of case specific circumstances, as the patient was admitted to the hospital and underwent a second mitraclip procedure on (B)(6) 2016 to treat the worsened mitral regurgitation (mr). It should be noted that the reported patient effect of worsening mr, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. The clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted ((B)(4)) reducing the mr to 2-3. On an unspecified date, an echocardiogram was performed, which found that the medial clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 4. The identification number of the slda clip could not be determined. On (B)(6) 2016, a second mitraclip procedure was performed; one clip was implanted as treatment of the slda clip and increased mr, reducing mr from 4 to 2-3. The patient is in stable condition. No additional information was provided.